Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. Based on the reported information, it is likely that the resistance noted during advancement was due to anatomical conditions. Additionally, it is likely that the outer surface of the balloon material was damaged during the failed attempt to inflate resulting in balloon rupture during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the left anterior tibial artery and another distal lesion in the superficial femoral artery. A 3x60mm armada 14 percutaneous transluminal angioplasty (pta) catheter failed to cross the intended distal lesion due to the anatomy, so the proximal lesion was treated with this pta instead. The balloon ruptured during the first inflation at an unknown pressure. The device was removed and an unspecified balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.